Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this patient complained of an abnormal chest sensation when lying down. Boston scientific technical services (ts) refered the patient to a physician. Additional information stated a computer tomography (CT) scan revealed the right ventricular (rv) lead had perforated the heat wall. The patient symptoms were attributed to the perforation.the patient underwent a surgical revision to resolve the issue. No additional adverse patient effects were reported.